Event description:
The plaintiff sustained serious, severe and permanent bodily injuries, pain, and suffering and will be caused to endure additional pain and suffering for an indefinte time in the future. Plaintiff sustained numerous injuries, including but not limited to, the following: edema, hives, contact dermatitis, throat soreness, extreme discomfort, depression and emotional stress, all of which are or may be a permanent and continuing nature and life-threatening nature. Plaintiff first became aware that the symptoms may have been related to latex exposure in 9/1998. Furthermore plaintiff has suffered and will continue to suffer considerable mental anguish, limitation, and restriction of usual activities, pursuits, and pleasures. Plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. Plaintiff has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future. Finally, the plaintiff's spouse has been required to expend and has become liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of the plaintiff, all to financial loss and detriment. The plaintiff's spouse has been deprived of the love, services, advice, companionship and consortium of the plaintiff and will continue to be deprived of the same to a great detriment and loss for an indefinite period of time in the future.